Event description:
It was reported that the patient presented to the hospital after receiving a vibratory alert for long charge time. In clinic charge times were normal. No further information is available.